Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 32mm synergy xd drug-eluting stent was selected for treatment. However, while outside the patient, it was noted that the stent was detached from the delivery system and damage to the tip protector was also noted. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). H6: device codes: corrected.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 32mm synergy xd drug-eluting stent was selected for treatment. However, while outside the patient, it was noted that the stent was detached from the delivery system and damage to the tip protector was also noted. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). H6: device codes: corrected. Device evaluated by MFR. : synergy xd mr ous 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. The stent was detached and not returned for analysis; there was no evidence or indication that the balloon was subjected to positive pressure with crimp marks clearly visible. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal tip was slightly flared.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 32mm synergy xd drug-eluting stent was selected for treatment. However, while outside the patient, it was noted that the stent was detached from the delivery system and damage to the tip protector was also noted. The procedure was completed with another of same device. There were no patient complications.